Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device fails accuracy by +7.65%. The event happened during testing.

Manufacturer narrative:
D9: date returned to mfg.: 7/22/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device fails accuracy by +7.65%" was unable to be confirmed/duplicated. Three accuracy tests were performed and all were within specification. Performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.